Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 20 x 3.50 mm stent delivery system was returned for analysis. A visual examination of the stent found, that the stent was damaged on the distal section with struts pulled proximally. The undamaged crimped stent outer diameter was measured. And the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. And were not subjected to positive pressure. A visual and microscopic examination of the tip showed, signs of damage on the distal edges of the tip. A visual and tactile examination of the hypotube found, multiple kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion, found no issues along the shaft polymer extrusion. No other issues were identified, during the product analysis.

Event description:
It was reported, that stent damage occurred. The 80% stenosed, 20mmx3.5mm target lesion was located in the moderately tortuous. And moderately calcified right coronary artery. A 20 x 3.50 promus premier drug-eluting stent was advanced, but failed to cross the lesion. And it was noted, that the distal end of the stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications reported. And the patient was stable.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 20mmx3.5mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 20 x 3.50 promus premier drug-eluting stent was advanced but failed to cross the lesion and it was noted that the distal end of the stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.